Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis manifested by cloudy effluent and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be fungal peritonitis and a perforated viscus. The cause of the peritonitis event was reported to be a break in aseptic technique (no further description of the break in aseptic technique). On the day of onset of peritonitis, the patient began treatment with vancomycin (1gm every other day intraperitoneally, duration not reported) for the peritonitis event. Vancomycin therapy was reported to be completed on an unknown date. Seven days after the onset of peritonitis, the patient was hospitalized. During the hospitalization period, the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported), pd therapy was discontinued, and the patient was started on hemodialysis. Hospitalization continued for 30 days when the patient was discharged home to hospice care. Five days after being discharged from the hospital, the patient passed away. An autopsy was not performed. Additional information was requested, but is not available.